Event description:
It was reported that the monitor on the programmer was "blank." The programmer was returned for service. No patient involvement was indicated for this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event. Device powers up as required. Device will not read floppy disk; disk drive out of specification.